Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. A bend was noted to the iabc at approximately 5.1cm from the iabc distal tip. A dried green media was noted on the exterior surfaces of the iabc. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm and 15.1cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon could not unwrap properly" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "user was initiating the iab therapy for a patient following instruction of use, no over-twisted balloon wrap observed. The arrow 40cc iab catheter was advanced smoothly into the patient up to the 3rd intercoastal space along the guidewire. Then the catheter was connected to the maquet iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly. The physician removed the first iab 40cc catheter and changed to use another arrow 40cc iab catheter but same issue was reported. Finally, the physician changed to use maquet 40cc iab catheter without any problem with the same iab pump". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-00646.